Manufacturer narrative:
It was reported that the patient received the wrong intravenous fluid infusion. The patient received plasma-lyte a instead of lactated ringers. Per the facility, the fluids were not inspected or scanned prior to administration. The incorrect fluid was noticed by the nurse in the middle of the infusion after the patient received 300 ml of plasma-lyte a. The infusion was discontinued and the physician was notified. There was no reported injury or follow-up medical care. There was no reported impact to the patient or impact to the procedure being performed. The sample was discarded and is not available to be returned to the manufacturer for evaluation. The initial manufacturer was notified of the event. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the patient received the wrong intravenous fluid infusion.